Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05358. The pt received her scs system on (B)(6) 2011 including an ipg and a paddle lead. It was reported the pt developed a hematoma after her permanent implant procedure. The pt also experienced weakness in her legs. As a result, she was hospitalized, the entire scs system was explanted, and the hematoma was resolved.